Manufacturer narrative:
(B)(4). (B)(6). An analysis of the returned device revealed that the pull wire was broken at the distal end of the handle cannula. Functional inspection was performed and found that the sheath would not move over the wire and the basket would not close. It is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure encountered. The pull wire broken failure found could have been caused due to the excessive force or twisting of the device by the user. Moreover, it appears that the encountered failure could have affected the device performance (the ability of the device to retract the basket). Based on the information available and the condition of the returned product it is possible that the way in which the device was handled and manipulated during its use may have contributed to the failure noted, therefore the most probable root cause of this complaint is ¿handling damage¿. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflex¿ nitinol retrieval basket was intended to be used in the left ureter during a retrograde intrarenal surgery (rirs) performed on an unknown date. According to the complainant during preparation, after several attempts, the device handle did not work and the thumb wheel would not rotate. The procedure was completed with another optiflex¿ nitinol retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; pull wire broken.